Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pcu was entering a persistent "stuck alarming" state and allegedly could not be silenced or powered off without removing the battery. When looking through the error logs, they were 4090 rows of entries showing error code 150.2100.5 within an hour and a half. There was no patient involvement.